Manufacturer narrative:
A review of the device history record traceable to the reported serial number indicates that the product was processed and released according to the product¿s acceptance criteria. A review of the technical service onsite history showed no abnormalities that could have contributed to this event: laser was successfully verified after the day of the treatment. Root cause could not be concluded conclusively, however no technical root cause could be identified. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported an uncut area of a patient¿s left eye during a refractive procedure. Surgery aborted.

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).